Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed stated the arctic sun device was not heating water. Nurse also needed a preventive maintenance scheduled for this device. Per follow up information received on 20apr2022, the patient completed therapy on a different device with no issues and biomed stated they were sending the device in for 2000 hours preventive maintenance service and repair. Per follow up information received on 20apr2022, the patient completed therapy on a different device with no issues and biomed stated they were sending the device in for 2000 hours preventive maintenance service and repair.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Event description:
It was reported that biomed stated the arctic sun device was not heating water. Nurse also needed a preventive maintenance scheduled for this device. Per follow up information received on 20apr2022, the patient completed therapy on a different device with no issues and biomed stated they were sending the device in for 2000 hours preventive maintenance service and repair.